Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient had an opium overdose last week. It was noted "the doctors were kind of scratching their heads over what caused it¿ and at the time the patient did not know about the pump issues that were going on now with her model of pump. It was further reported the patient had read the recent recalls and the doctors ¿were not privy to this information¿ and neither was the patient. It was noted they were not so sure what they thought happened or what really caused it, ¿but it¿s the only thing they could blame it on.¿ it was also reported the patient had been going to the dentist because she had to have dental work done and he prescribed a ¿halcion pill¿ to take. The patient took one and had taken this same little pill on probably 8 different occasions, ¿but it was the only thing that they could identify that could possibly be the culprit.¿ the patient was in critical condition and when they put ¿her in they charted a 3.¿ it was noted if the patient had not had medical intervention she would have died. The patient was non-responsive, brought to the hospital, and was treated with narcan then transferred to the intensive care unit (ICU). The event occurred on (B)(6) 2014 and the patient spent a day and a half in the ICU and then a day and a half in triage. The pump was read and confirmed to be working and the patient was not on any oral pain medications. It was reported a manufacturer representative (rep) came to read the patient¿s pump to make sure that it was flowing correctly and reported, ¿guess that¿s the only thing they can check to make sure it¿s flowing at the same rate.¿ the patient¿s next refill date was not until (B)(6) 2014 and the patient feared this could happen again. The pump was being used to deliver bupivacaine and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.